Event description:
On (B)(6) 2015, osteomed received notification of an incident concerning the osteomed 1.6mm 3 x 8 t plate, locking (part # 333-1606). The incident was reported by one of our international distributors - pt pro-health international. Per the distributor, one of their orthopaedic customers implanted the plate on (B)(6) 2015. Four (4) weeks following the surgery, the plate broke inside the patient. Per the distributor, once the plate has been explanted, it will be sent to osteomed for evaluation.